Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was out shopping when suddenly she collapsed, had a seizure and was unconscious for about 3 to 5 minutes. No cgm nor blood glucose readings were reported from the time the patient loss consciousness, but the patient received glucogel and jellybeans from the chemist at the store. An ambulance was called, and the patient was brought to the hospital. At the hospital, a fingerstick was performed, and the cgm reading was 12.0 mmol/l, and the blood glucose reading was 4.0 mmol/l. No specific treatment was reported but is stated that they checked her blood glucose reading and did unspecified blood tests. All the results of these tests were good, and after being in observation for 3-4 hours the patient was discharged. At the time of the report, she was feeling better and the cgm reading was 11.0 mmol/l. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.